Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint was returned for investigation. The customer's complaint of discrepant high results was not confirmed during in-house testing. The retained strips tested on the returned monitor met accuracy criteria. The returned monitor met functional and thermistor testing requirements during investigation. Manufacturing batch record review revealed no relevant non-conformances and the lot met release specifications. Lot testing history review found that retained strips of lot 354045 tested in-house met accuracy criteria. The user issues identified in the complaint may have contributed to the unexpected results observed by the customer. The impedance curve associated with the customer's inratio inr result was analyzed statistically. The impedance curve associated with the reported 2.7 result was found to exhibit weak-slope change. CAPA investigation (CAPA-(B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions can contribute to weak slope change impedance curves. The customer did not report to have a medical condition that would interfere with the test. Further investigation performed under CAPA-(B)(4).

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 2.7, laboratory inr: 1.7. Therapeutic range: 2.0 - 3.0. The time between testing was thirty (30) minutes. Caller reported the following user issue: monitor was not in the correct mode when the finger stick was performed. There was no reported adverse patient sequela. There was no additional information provided.